Event description:
Our affiliate is reporting to us that a (B)(6) male patient underwent a successful acl repair with the use of a biointrafix screw and sheath for fixation. Approximately 1 month post-op, the patient presented with pain and swelling at the tibial site. It appears that the patient had some sort of a reaction; the surgeon made several incisions and drained the area. This is all of the information made available to mitek; there are questions out for detail and clarity. Also see associated MDR 1221934-2013-00004

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
Our affiliate has supplied us with some additional event details: 1st of all, the original repair was performed on (B)(6) 2012, and subsequently, the patient had 3 follow-ups with the surgeon for drainage via a needle and syringe. Patient was treated with antibiotics pre-op and post-op. The patient continues follow-ups with the surgeon to monitor their progress. Nothing being returned, device still in patient; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. An additional review into the mitek complaints system of all the other device/lots that accompanied this device/lot in the "sterile load" process were also reviewed for similarity; non were found. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: the patient is male, (B)(6). During the procedure, the physician used mitek bio-intrafix screw and sheath to fix anterior cruciate ligament tibial segment. One month after the procedure, the patient's tibial segment appeared buldge and suffered pain. The physician suspected that bio-intrafix was absorbed too fast in patient body which caused the buldge and pain. Now the physician did puncture twice and took out the solid gel. Pls see attached pictures. The patient is in good recovery condition except the buldge and pain. Required intervention to prevent permanent impairment/damage: the physician did puncture twice and took out the solid gel. Also see associated MDR 1221934-2013-00004.